Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that there was low fio2 (fraction of inspired oxygen) that went down from 70% to 20% and there was no loss of inlet pressure on avea ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (22-mar-03) and was not subject to UDI requirements.